Event description:
It was reported that the lesion was in the mid right coronary artery, which had moderate tortuosity and moderate calcification. A non-abbott guide wire was advanced to the atrioventricular artery, and the bmw universal ii to the posterior descending artery. The non-abbott guide wire and the bmw universal ii guide wire became stuck together and the bmw guide wire could not be removed. Both guide wires were removed from the vessel at once and separated from each other outside the vessel. After removal it was confirmed that the guide wires were stuck to each other; however, the cause of the sticking is unknown. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to the resistance with another guide wire may include, but not limited to, device placement technique, guiding catheter support, outer diameter of the guide wire, condition of the guide wire, coagulation of blood or contrast, or damage to the other guide wire. The guide wire and non-abbott guide wire were not returned for analysis which may have aided in the evaluation. Difficulty to connect can occur due to, but not limited to, manufacturing, doc extension guide wire hypotube damage, damaged guide wire, and/or connecting technique. The guide wire was not returned which may have aided in the evaluation. To ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after they are loaded into the dispenser and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs an on-line reliability testing to verify product quality. A conclusive cause could not be determined for the reported difficulties. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicate no related incidents. Based on the investigation, there is no indication of a product quality deficiency.